Event description:
Reportable based on device analysis completed on 19nov2024. It was reported that balloon inflation failure occurred. The over 70% stenosed target lesion was located in the subclavian artery. An 8.0x30x135cm express ld vascular stent was selected for angioplasty and stenting. However, during the procedure, it was noted that the balloon failed to inflate after reaching the lesion site. The device was removed, and the procedure was completed with another of the same device. The patient's condition following the procedure was stable. However, device analysis revealed stent damage and the stent moved in a distal direction pulled over the distal markerband.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter address 1:(B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test was carried out and the balloon was inflated to its rated burst pressure for 30 seconds using deionized water and digital timer without issue. A vacuum was then applied. The inflation device was verified at 12 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. The device was received with the stent moved in a distal direction pulled over the distal markerband. The stent was noted to be damaged in the distal region of the stent. A visual and tactile examination identified no kinks or damage to the shaft of the device. A visual examination of the device identified no issues with the markerbands or tip. This concludes the product analysis.